Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.